Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in a female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1, anterior cruciate ligament reconstruction and dysmenorrhea. (B)(6) 2015, bilateral tubal occlusion secondary to essure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("bacterial vaginosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure without the need of a hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, bacterial vaginosis and weight increased outcome was unknown. The reporter considered bacterial vaginosis, pelvic pain and weight increased to be related to essure. The reporter commented: placement of both essure coils was noted to be good. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in a female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1, anterior cruciate ligament reconstruction and dysmenorrhea. (B)(6) 2015, bilateral tubal occlusion secondary to essure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("bacterial vaginosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure without the need of a hysterectomy). Essure was removed on 1-sep-2015. At the time of the report, the pelvic pain, bacterial vaginosis and weight increased outcome was unknown. The reporter considered bacterial vaginosis, pelvic pain and weight increased to be related to essure. The reporter commented: placement of both essure coils was noted to be good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.